Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level, and customer had a 1.8 ketone level. A supply change was performed to address the occlusion.